Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that after undergoing an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax. The biopsy was taken from a nodule located in the right upper lobe (rul) on the pleura. The procedure was completed without incident. The pneumothorax was discovered via a post-procedure chest x-ray. The patient required the placement of a chest tube. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information from the physician which states that the patient had a lesion in the right upper lung, which was 10mm in size, and close to the pleura which was biopsied. A diagnosis of adenocarcinoma was obtained. The procedure was completed without incident and there was no issue with the ion system. A chest x-ray was obtained post-procedure and showed a pneumothorax. The physician stated that the patient did not exhibit or report any symptoms. A 14fr chest tube was placed and the patient was admitted to the hospital for 24 hours. The patient was discharged home at the end of the 24-hour hospitalization.

Event description:
Refer to h11 for follow-up information.